Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient was having implants removed from two years prior to this event and during the attempted removal of the implants the recess of 4 screw heads were stripped. The surgeon elected to leave the implants in the patient to avoid prolongation of surgery. The event delayed the surgery by 5 minutes, was no adverse consequence to the patient. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported only as two years prior to this event, the hardware remains implanted in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.